Event description:
Dealer states that the leg allegedly bent, and the consumer was lowered to the ground and needed to be picked up from the floor with a bed sheet. No injury is alleged.

Manufacturer narrative:
RMA 859700714 has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 1 year 7 months old. The user manual part number 1024492 rev e (may-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). Follow-up #001 - initial (B)(4) issued mfg report #3004493922-2011-00048. Product was returned for an evaluation. After viewing the lift, it was clear that the right leg was bent upward at approximately 30 degrees. This was due to an overload on the right leg. RMA (B)(4) has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 1 year 7 months old. The user manual part number 1024492 rev e (may-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer states that the leg allegedly bent, and the consumer was lowered to the ground and needed to be picked up from the floor with a bed sheet. No injury is alleged.